Event description:
The manufacturer received information alleging that a device did not meet acceptance criteria of evaluation process due to critical errors in the error log. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was confirmed. The device was scrapped.